Event description:
This lead was implanted on (B)(6) 1999. And was abandoned on (B)(6) 2014, due to a product performance issue. Information from the field noted, that recent events with non-physiologic noise on the rate sense of rv lead dated (B)(6) 2014. Noted also, that impedance has increased to 1050 ohms from implant (2009) was 450, previous check was 790, and recently thresholds have increased. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).